Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016 due to hydrocephalus. According to the report on (B)(6) 2016, the patient underwent a brain MRI and went into a coma. Reportedly, the patient is currently still in a coma and the device remain implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.